Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch review and a review into the depuy synthes mitek complaints system were not conducted as the batch number is unknown. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During arcr, it was noted irregular pulse on the monitor when the product was activated. His pulse was recovered soon but the operation was discontinued. Another surgery of arcr to the patient was conducted on (B)(6). And the same phenomenon was noted when another probe was used. For this time, the surgery was completed without additional treatment. The product was discarded at the hospital. Add'l info (generator - (B)(4).) Repair the patient pulse monitor was stopped, when activate vapr. Associated medwatch # 1221934-2014-00583.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During arcr, it was noted irregular pulse on the monitor when the product was activated. His pulse was recovered soon but the operation was discontinued. Another surgery of arcr to the patient was conducted on (B)(6). And the same phenomenon was noted when another probe was used. For this time, the surgery was completed without additional treatment. The product was discarded at the hospital. Add'l info (generator - (B)(4) serv. Ctr.) Repair the patient pulse monitor was stopped, when activate vapr. Associated medwatch # 1221934-2014-00583.